Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens, diopter +22.5. The lens tore when the foam tip plunger, lot # unknown overrode the lens. The tear was not noticed until the lens was in the eye. The lens was removed. No pt injury. The cartridge model sfc-25, lot number was not specified by the facility.